Manufacturer narrative:
(B) (4).

Event description:
It was reported the pt felt a "lightening bolt" shock intra-operatively. The pt stated that her shin still hurt where the shock was initially felt. The pt was told that due to scar tissue the leads required additional manipulation to place the leads correctly. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.